Manufacturer narrative:
The first step tricell labeling cautions to "monitor skin conditions regularly and consider adjunct or alternative therapies for high acuity patients" and warns that "early intervention may be essential to preventing serious skin breakdown." Replacement cushions were purchased by the customer; however, the cushions referred to in this complaint were discarded, and not returned to kci for eval.

Event description:
It was reported that the pt being treated on a customer-owned first step tricell for multiple stage IV pressure ulcers allegedly developed two deep tissue injuries (dti), and one additional stage iii pressure ulcer. The home health nurse reported that the wounds allegedly developed over a period of one month in 2009. The home health nurse claims that the device leaked and would deflate. According to the home health nurse, the pt has minimal sensation, and would lay on the deflated surface. The dtis and pressure ulcer were treated with an advance wound dressing and cotton padding. In 2009, the pt's nurse indicated that the pt was stable, and that the wounds were resolving.